Manufacturer narrative:
Month and year of event have been provided day is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during a maintenance checkup, the engineer noted that the connector was tightened with the torque of 4.5n or smaller. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
One device was returned for evaluation with no abnormality in the appearance of the device. The device was functionally tested by testing the patient outlet connector. The reported complaint was confirmed. The cause of the reported problem is that when the load is in the loosening direction, it is causing the patient circuit to be attached or detached. Once tightening the patient circuit connector with a force of 4.5 nm, the device was able to pass all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.